Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. Based on the data verified, hospira could not attribute the issue to the device. No information was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department for a report of, "e301." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. No additional information was provided.